Event description:
It was reported that a patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised, due to a broken stem implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: revitanâ®, distal part, #item 0100405120, #lot unknown. Unknown head, #item unknown, #lot unknown. Unknown liner, #item unknown, #lot unknown. Revitanâ®, proximal part, #item 0100402065, #lot 2384817. Therapy date: (B)(6) 2025. G2: foreign country source switzerland. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. This event was initially reported under 0001822565-2025-02400.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised, due to a broken stem implant; however, it was later found that there was no fracture or breakage, but a disassembly issue between the distal and proximal components.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5, d2, d9, e1, g1, g3, g6, h1, h2, h3, h6. The revitan stem was returned for investigation, together with the head still mounted on the taper of the proximal part, and the liner assembled on the head. The locking screw was also returned. The head and the liner are competitor products. The revitan stem was received disassembled at the connection between the pin and the proximal part. On all surfaces of the proximal and distal part, some scratches and nick can be seen, most likely coming from revision surgery. No bone ongrowth can be seen on the anchoring surface of the proximal part. On the inside of the proximal part, signs of wear can be found, and a newly formed ledge can be seen, most likely coming from repeated contact with the pin. The connection pin is not anymore in its original condition and shows a mixture of polishing, smearing, and wear bone attachments can be seen all around the anchoring surfaces of the distal part. Further revision damage in the form of a drill hole can be seen on the lateral side, which was most likely used to remove the stem from the bone a review of the device manufacturing records confirmed no abnormalities or deviations. Based on the returned products, it was determined that zimmer biomet products were used together with products from another manufacturer (head and liner from plus orthopedics). According to the instruction for use only authorized combination should be used as zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients. Therefore, this is considered an off-label-use. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The analysis of the retrieval shows that the pin and the proximal component became disassembled during time in vivo leading to wear and the newly formed ledge on the inside of the proximal part. However, with the information available, the reason for the loosening of the connection between these two parts remain unknown. It was determined that zimmer biomet products were used together with products from another manufacturer. Zimmer biomet has not confirmed the compatibility for this combination of devices. It is unknown if this off-label use may have caused or contributed to the reported event. Since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.